Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the gun seemed to be fine when dry fired in mid-air but will not function when clipping a vessel. The handle will occasionally lock up. There was no pt consequence.